Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results: a sample was not returned for evaluation. Photos were returned for evaluation and the reported defect was seen and the stopper appears to have defects. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5154542. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® plus c&s preservative tube had no label on the tube. No injury or medical intervention reported.